Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they started cooling a neonate about 20 minutes ago in an arctic sun device. They received an erratic temperature alarm that said there was a significant change in the patient¿s temperature. The patient temperature (pt) was 32.5c, targeted temperature (tt) was 33.5c, water flow rate (wfr) was 1.4 l/min, and water temperature (wt) was 27.4c. Nurse stated that they resumed therapy, and the alarm has not returned. However, they were not sure if needs to do anything. Confirmed they were using an esophageal probe and placement has been verified by imaging. Had nurse flex temperature in cable, patient temperature did not fluctuate. Nurse confirmed patient temperature was already cold when they initiated therapy, they did not know what the temperature was when they started. Explained drops in temperature could occur more quickly with neonates and might be related to this alarm. Otherwise, erratic temperature alarms could occur if the temperature cable or probe was bad. Suggested monitoring and if they receive the alarm again, exchange the temperature probe or cable. Encouraged nurse to call back if the alarm did return.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. A DHR review is not required as the serial number is unknown. The latest labeling revision was reviewed. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they started cooling a neonate about 20 minutes ago in an arctic sun device. They received an erratic temperature alarm that said there was a significant change in the patient¿s temperature. The patient temperature (pt) was 32.5c, targeted temperature (tt) was 33.5c, water flow rate (wfr) was 1.4 l/min, and water temperature (wt) was 27.4c. Nurse stated that they resumed therapy, and the alarm has not returned. However, they were not sure if needs to do anything. Confirmed they were using an esophageal probe and placement has been verified by imaging. Had nurse flex temperature in cable, patient temperature did not fluctuate. Nurse confirmed patient temperature was already cold when they initiated therapy, they did not know what the temperature was when they started. Explained drops in temperature could occur more quickly with neonates and might be related to this alarm. Otherwise, erratic temperature alarms could occur if the temperature cable or probe was bad. Suggested monitoring and if they receive the alarm again, exchange the temperature probe or cable. Encouraged nurse to call back if the alarm did return.